Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted oversensing after each shock delivered for ventricular fibrillation. No inappropriate shocks were delivered. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.